Event description:
It was reported that there was an unknown issue with the implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The other device listed in the report is catalog no. 5532-g-311, lot code mjj0tm, triathlon ps x3tibial insert. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience.

Manufacturer narrative:
An event regarding revision due to an unknown issue involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: the device was returned assembled to the reported tibial insert. No bony ingrowth or cement was observed on the distal surface of the baseplate. No other device evaluations were performed as no device specific failure modes were identified. Medical records received and evaluation: not performed as no medical records were provided. Device history review indicated all devices accepted into final stock met specification. Complaint history review: not performed as no device specific failure modes were identified. Conclusions: no conclusions could be drawn from the returned device. No further investigation for this event is possible at this time as no failure or issue is described in the reported event. Information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation.

Event description:
It was reported that there was an unknown issue with the implant.